Event description:
Per the clinic, the patient experienced pain at the magnet site, and was treated with an injectable steroid (specific date not reported), which has resolved the issue. The implanted device remains.